Event description:
On (B)(6) 2012, the patient contacted animas alleging that he was having "button pressing issues" with the pump. The patient did not allege any harm or injury because of the reported issue. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. At this time, it is unknown what specific button pressing issues the patient had. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was having "button pressing issues" with the pump. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.